Event description:
Boston scientific crm received information that patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) passed away. The patient presented to the clinic in cardiac arrest approximately one week prior to their death. The physician expressed concern whether the cause of death was device related or whether it was the patient's condition. The physician stated they would interrogate the device.

Manufacturer narrative:
Not returned. The local area sales representatives was contacted for additional information. As of today, this medical device has not been returned to boston scientific crm for analysis. Should the device be returned, or if any additional information becomes available, this event will be updated.